Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarm due to motor error alarm. The insulin pump was received with cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Customer's father reported a motor error on customer's insulin pump during priming. The device also has another alarm and insulin is squirting out. Customer's blood glucose was 180 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. The device was not bumped or dropped. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.